Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "revision of left acetabular component. Surgeon states patient is physically active and presented with pain and fracture of acetabulum. Surgeon states significant adverse local tissue reaction noted during surgery. Surgeon states cup was well fixed." Spoke to rep. Rep confirmed patient is very physically active (waterskiing, 72-hole golf, gym, etc). Intra-operatively, the surgeon confirmed that the mdm metal liner was well fixed and well positioned in the shell. Surgeon also confirmed there was no impingement on the femoral stem, and could not provide any possible cause or contributor to altr. A shell with dome hole plug, mdm metal liner, adm/ mdm poly insert, and v40 biolox ceramic head were revised. Rep confirmed there are no allegations against the revised poly insert or ceramic head. Rep provided imaging and primary implant report and confirmed that no further information will be released by the hospital or surgeon.